Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4)'s privacy laws. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system did not boot. A re-boot of the navigation system restored normal function, however, the software was reported to become unresponsive during use. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the computer was replaced at the site. No parts have been received by the manufacturer for evaluation. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Without having tested the computer, the cause of the reported event was unconfirmed. A review of the reported event found that the most likely cause was related to an issue with the computer hardware.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.